Event description:
It was reported that during the surgery, a 10mm cr surface implant could not be inserted even after several attempts while paying attention to the insertion direction. When the surgeon checked the shape of the surface, it was deformed, so he opened another 10mm and used it. Attempts had been made, and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42530007502, tibia trabecular metal two-peg porous, 64140999. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Visual inspection of the returned device shows signs of significant damage to the dovetail feature flared, compressed, and dinged. Dings to the posterior and medial edges and around the extraction slot. Medical records were not provided. Review of the device history record identified no related deviations or anomalies during manufacturing. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. The root cause is attributed to a failure to follow instructions. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.